Manufacturer narrative:
Device evaluation: during the examination of the optics, no negative influence on imaging due to damage or possible manufacturing defects was found. During refocusing, a chip was found on a rod lens. There are foreign particles/splinters in the system. The customer's statement "image not clear" cannot be confirmed. During the examination of the optics, no negative influence on the imaging due to damage or a possible manufacturing defect was found. When focusing on the individual rod lens sections, a chip was found on one rod lens. Glass splinters can be seen in the rod lens system due to the chip. Further examination of the optics and the icg function also yielded no negative results. The imaging of the optics is clear and distinct in both white light mode and icg mode (blue, green). Normal signs of wear are visible on the optics. Regarding the rod lens chip, the damage could have been caused by clinical use/clinical reprocessing. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was not clear. No further information was provided.